Event description:
(B)(6). It was reported that left bundle branch block (lbbb) and complete atrioventricular (av) block occurred. A 25mm lotus edge valve was implanted in a patient. Post procedure, echocardiogram (ECG) revealed lbbb. Three (3) days post procedure, echocardiogram (ECG) revealed complete av block. Six (6) days post procedure, a permanent pacemaker was implanted. The condition has been resolved.